Manufacturer narrative:
The insulin pump was monitored for several days. The insulin pump passed the displacement test. The insulin pump was received with normal operating current. The insulin pump passed self test. Pump passed off no power test. No unexpected low battery alarm anomalies noted. The insulin pump was also received with stripped battery cap coin slot(p).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was not working. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.